Event description:
It was reported that the lead integrity alert (lia) triggered due to non-physiologic sensing and short interval counts (sic) on the right ventricular (rv) lead. The electrogram shows low amplitude noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD) (B)(6) 2010; 1388tc competitor implantable pacing lead (B)(6) 2006. (B)(4).